Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 27-jan-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had the headache and dizziness. Customer stated she had gone to the hospital on (B)(6) 2025 due to the hi and had been admitted. The customer's blood glucose test result had been over 500 mg/dl (customer did not recall the exact number). The diagnosis was high blood glucose and customer was treated with insulin. Note 2: manufacturer contacted customer in a follow-up call on 03-feb-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who did report any symptoms and stated she had been discharged from the hospital on (B)(6) 2025. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported symptoms of dizziness and headache; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 10/24/2025 and open vial date was not provided. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back-to-back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: hi; date: (B)(6) 2025, time: 4:05pm non-fasting. Result 2: hi; date: (B)(6) 2025, time: 3:52pm non-fasting. Result 3: hi; date: (B)(6) 2025, time: 3:01pm non-fasting. Result 4: hi; date: (B)(6) 2025, time: 2:59pm non-fasting. Result 5: hi; date: (B)(6) 2025, time: 6:54pm fasting. Result 7: hi; date: (B)(6) 2025, time: 6:52pm fasting. Result 8: 401 mg/dl; date: (B)(6) 2025 time: 9:47am fasting. Result 9: 380 mg/dl; date: (B)(6) 2025 time: 9:31pm fasting.